Manufacturer narrative:
The hill-rom technician thoroughly inspected the lift and did not find any malfunctions. The lift functioned as designed. The technician also performed the inspection for field action mod1228 with no abnormalities found. The instructions guide for the viking m states: before using, make sure that: the lift is assembled in accordance with the assembly instructions; the lifting accessory is properly attached to the lift; the batteries have been charged for at least 5 hours; you have read the instruction guides for the lift and lifting accessories; personnel using the lift are informed of the correct operation and use of the lift. Never leave a patient unattended during a lifting situation! Do not raise the lift arm manually! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the actuator as required by field action mod1228 to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the lift arm dropped when the patient was hanging over the bed. The patient was returned without injury to the bed. The caregiver received a bruise from the lift arm. The lift was located at the account. This report was filed in our complaint handling system as complaint #5(B)(4).